Manufacturer narrative:
Data received 07/16/2015 by MFR. Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Dysphagia first reported (B)(6) 2014 with some delay in food bolus passage noted via barium esophagram. Gastroesophageal balloon dilation conducted (B)(6) 2015 did not fully alleviate dysphagia symptoms. Uneventful device explant on (B)(6) 2015. Small anterior herniation including device noted upon explant. Pt is satisfactory condition after explant.